Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer 2.1 sticked and clicked but did not open. A field service engineer (fse) was reported by the customer that a drawer was sticking and identified the right rail as the cause of the issue. The drawer was replaced using a unit borrowed from the customer's spare station. The drawer was then tested using the hardware test application (hta), confirming proper functionality and resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system drawer 2.1 sticked and clicked but did not open. The user physically needed to pull it open. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.